Event description:
It was reported that the screen of a pump was broken, causing the touch screen to be non-functional and unreadable. The impact on the customer's blood glucose level was not reported. The pump continued to start, charge, and was recognized by a computer despite the damage. The device was scheduled for return, and a replacement pump was expected to be provided.